Event description:
On (B)(6) 2025, a user of the ilet system with dexcom g7 cgm reported elevated blood glucose readings (ilet: 338 mg/dl; fingerstick: 290 mg/dl). Cgm calibration was performed. Follow-up confirmed blood glucose returned to target range later the same day

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.